Manufacturer narrative:
Philips oral healthcare discovered that this case does not meet the definition of a malfunction. Removed bristle tufts is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is determined to be not reportable. Reportability for initial MFR report number 3026630-2023-00028 submitted on 03/31/2023 can be removed.

Event description:
Philips oral healthcare discovered that this case does not meet the definition of a malfunction. Removed bristle tufts is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is determined to be not reportable.

Event description:
A consumer reported that a tuft of bristles from a protectiveclean brush head fell off during use. No injury or medical intervention was reported. A potential choking hazard was identified.

Manufacturer narrative:
The event date is approximate. The consumer contact information, mailing address, phone number were not provided. Product was not returned to confirm a malfunction has occurred.